Event description:
Edwards was informed that the patient underwent re-do surgery for a valve-in-valve replacement after an implant duration of approximately seven (7) years, two (2) months due to severe mitral regurgitation. An edwards sapien xt 29mm valve was implanted as a replacement. The patient is currently hospitalized in stable condition.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device will not be returned for evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically replaced because they are not functioning optimally. In this case, the operative report provided indicates prior history of mitral leaflet calcification, aortic valve replacement and tricuspid valve repair. This device was replaced due to "severe bioprosthetic regurgitation" after an implant duration of 7 years, 2 months. The valve-in-valve procedure was successful and the patient status was reported as "hospitalized stable." The condition of the device at the time of the valve-in-valve procedure was not provided.